Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he received a button error alarm on the insulin pump. Customer stated that the pump was working fine and then he received a button error. Customer stated that the buttons don't work. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer stated that the pump was in his pocket and he heard it beeping. Customer pulled it out and the pump said button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc, up and down buttons due to corroded keypad traces.